Event description:
Same case as: 2134265-2013-09651, 2134265-2013-09706. It was reported that the display parameters were lost. An ept-1000xp apm, an ept-1000xpt rf ablation system and a 7/110/2.5/7-4 blazer ii were used to ablate the target lesion. During the procedure, ablation was performed to the target area. After several ablations, loss of display parameters was noted. The machine was connected and disconnected several times to get the machine working again. A non-bsc ablation device was used and the system was changed to finish the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial condition: there was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. The reported complaint for "all displays are in 8 number" was confirmed. During investigation the device intermittently failed power-on self-test (post) and displayed all 8's and/or 0's on the displays. During additional rf delivery testing an e01 error was displayed on the generator. The reported errors on the generator display left the device in a safe state, with the inability to initiate or continue delivery of rf energy. The 8's, 0's, and error code reported on the generator display could also account for the customer's reported complaint of "parameters disappearing from the display". The root cause of the complaint was attributed to the failure of the cpu and isom circuit boards within the generator. Following replacement of the cpu and isom circuit boards with known good boards, the generator passed post and all performance criteria of the final test procedure. No other problems were found with the device. There were two relevant service records for this device. Based on the investigation conducted, the root cause for the reported complaint was attributed to the failure of the cpu and isom circuit boards within the generator. Based on a DHR review performed, the incident occurred more than 10 years after the device¿s date of manufacture. The circuit board failures are likely due to long or extended use. Therefore, this investigation was assigned the most probable root cause classification of wear and tear. (B)(4).

Event description:
Same case as: 2134265-2013-09651, 2134265-2013-09706. It was reported that the display parameters were lost. An ept-1000xp¿ apm, an ept-1000xpt rf ablation system and a 7/110/2.5/7-4 blazer¿ ii were used to ablate the target lesion. During the procedure, ablation was performed to the target area. After several ablations, loss of display parameters was noted. The machine was connected and disconnected several times to get the machine working again. A non-bsc ablation device was used and the system was changed to finish the procedure. No patient complications were reported and the patient¿s status is stable.